Event description:
The customer reported that the device cannot be switched. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device cannot be switched. There was no reported patient involvement. A philips field service engineer evaluated the device. The issue was clarified as a failure to power up. The problem was isolated to the energy select switch. (B)(4) was applied to this device to resolve the issue, which consists of replacing the energy select switch. The devices affected by this fco are listed by serial number. This device is within the fco serial number range. After passing all performance assurance tests the device was returned to the customer no further communication was requested and none is warranted. This was a malfunction of the energy select switch.